Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of ventralex st, patient was diagnosed with adhesions, inflammation and mesh migration thereby underwent repair with removal of mesh. Per op notes, "the position of mesh had became detached and bowel stuck up". The instructions-for-use supplied with the device lists inflammation and adhesion as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no, expiry date), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh. Per operative notes, ¿in right upper quadrant, patient had large ventral hernia and extensive adhesion was lysed. The fascial defect was exposed and a large oval ventralex st mesh was positioned over the umbilical fascial defect and secured with absorbable tacks.¿ (B)(6) 2015 - patient was diagnosed with adhesions and detached mesh thereby underwent laparoscopic repair. Per operative notes, ¿patient was noted to have omentum and small bowel adherent to the ventral hernia repair with ventralex st mesh. The omental adhesions were taken down. The position of ventralex st mesh had became detached and bowel stuck up, thus enterotomy was performed. The ventralex st mesh was tacked with sutures up to the abdominal wall." (B)(6) 2017 - patient was diagnosed with acute diverculitis with inflammatory mass thereby underwent laparoscopic converted open repair with the removal of ventralex st mesh. Per operative notes, ¿the patient was noted to have dense abdominal adhesions with the small bowel and omentum densely adherent to the mesh placed at a ventral hemia repair site were taken down and the bowel was densely adherent to the mesh was removed. A ventralex st mesh was excised." Attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel removal, infection, pain and seroma. It was also alleged that patient had detached mesh, vomit 2-3 times a week and nausea.